Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the elbow and thigh. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left subclavian artery. Pre-dilation was performed with a 4mm and 6mm balloon catheters. A 7.0x40x75cm express ld stent was advanced for treatment. However, 2cm before the lesion, tortuousity and stenosis were present. In that area, the stent got caught and dislodged. The device was retrieved with a snare after 5 hours and the procedure was ended. No patient complications were reported and another treatment is planned.